Manufacturer narrative:
The console has not been received for evaluation. The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console gave the error message "internal timing error" during the procedure. The console was replaced and the case was completed. There were no reported patient complications.

Manufacturer narrative:
The console was evaluated and the reported complaint could not be duplicated. Log data review showed there was one alarm for ec 194 (io cam) and ec 178 (io cam), these are cam errors and they cause the 024 internal error. The console was opened and checked for defects and damage, none were found. The console was reassembled and passed all functional testing.